Event description:
It was reported that the patient with this device received inappropriate shock therapy while riding an electric motor bike. Technical services was called to the medical site to assist with troubleshooting efforts however, the actual bike was not available at the time of troubleshooting as the patient indicated it was being returned to the store. It was noted in device memory that last month a programming change had been made from the originally programmed alternate vector, to the primary vector.technical services completed a data review and stated this case appears to be myopotential in nature, rather than an emi anomaly. Ts then provided some reprogramming guidance for future mitigation efforts. To date, this device remains implanted and in service with the physician stating they plan to monitor the case moving forward. It was stated that the patient has terminal lung cancer and the system may be extracted due to pain. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The system was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while riding an electric motor bike. Technical services was called to the medical site to assist with troubleshooting efforts however, the actual bike was not available at the time of troubleshooting as the patient indicated it was being returned to the store. It was noted in device memory that last month a programming change had been made from the originally programmed alternate vector, to the primary vector.technical services completed a data review and stated this case appears to be myopotential in nature, rather than an emi anomaly. Ts then provided some reprogramming guidance for future mitigation efforts. To date, this device remains implanted and in service with the physician stating they plan to monitor the case moving forward. It was stated that the patient has terminal lung cancer and the system may be extracted due to pain, but this has not occurred and no further action has been taken at this time.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while riding an electric motor bike. Technical services (ts) was called to the medical site to assist with troubleshooting efforts however, the actual bike was not available at the time of troubleshooting as the patient indicated it was being returned to the store. It was noted in device memory that last month a programming change had been made from the originally programmed alternate vector, to the primary vector. Technical services completed a data review and stated this case appears to be myopotential in nature, rather than an emi anomaly. Ts then provided some reprogramming guidance for future mitigation efforts. Recently, ts was contacted again regarding an episode of inappropriate shock therapy due to over-sensed myopotential noise. The smartpass feature was also found to be automatically disabled appropriately due to low amplitude measurements. Diagnostic imaging was recommended and programming options were provided. Although the physician initially elected to continue with remote monitoring, it was stated that due to multiple episodes of inappropriate shocks, the physician is likely considering deactivating s-ICD therapy and/or replacing the system with a transvenous system. Ts was contacted again and it was discussed programming options, although all sensing vectors displayed over-sensing and poor rhythm morphology. Ts recommended turning smartpass on and performing provocative maneuvers and the previously mentioned diagnostic imaging. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD system remains implanted and in-service.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while riding an electric motor bike. Technical services was called to the medical site to assist with troubleshooting efforts however, the actual bike was not available at the time of troubleshooting as the patient indicated it was being returned to the store. It was noted in device memory that last month a programming change had been made from the originally programmed alternate vector, to the primary vector.technical services completed a data review and stated this case appears to be myopotential in nature, rather than an emi anomaly. Ts then provided some reprogramming guidance for future mitigation efforts. To date, this device remains implanted and in service with the physician stating they plan to monitor the case moving forward. It was stated that the patient has terminal lung cancer and the system may be extracted due to pain. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The system was received for analysis, but analysis has not yet been completed.